Event description:
It was reported that when the device was interrogated, ventricular high rate (vhr) episodes were noted, but when the episodes were opened with electrogram there was an error message "data cannot be displayed". The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.